Manufacturer narrative:
(B)(4).

Event description:
Following an inspection in the (B)(6) of a lift strap on a lift that was used in excess of 14 times per day at its full extent, excessive wear was noticed on the lift strap where it enters the tape gear. This part of the strap was approaching 3 years old. This applies only to ta lifts manufactured by waverley glen between march 1999 and august 2003. Ta serial number: (B)(4).